Event description:
Hilips received a complaint by the customer on the v60 indicating that battery check alarm occurs due to battery failure, so battery replacement is required. It was reported there was no patient involvement at the time the issue was discovered. The investigation is ongoing.

Manufacturer narrative:
H10: e1- (B)(6).

Manufacturer narrative:
Additional information was received indicating that the battery was replaced, and the device functioned properly.

Manufacturer narrative:
Per good faith effort (gfe) response received 04sep2025, it was confirmed by hospital reporting that the device is showing a battery alarm. According to the service manual, a battery replacement is required, and the purchase has already been requested. Resolution and disposition are pending battery replacement - investigation is still ongoing.